Event description:
As reported, approximately 2.5 years post initial left tka, the 59 y/o patient had revision due to pain. There was not much wear reported upon visual examination. There was no issues with poly exchange. The explants are not available for evaluation.

Manufacturer narrative:
Section d10: concomitant products truliant cr por fem cr por left sz 4.5 (cat#: 02-020-14-0245 / serial#: (B)(6). Truliant por tib tray size 4.5f/4.5t (cat#: 02-022-55-4545 / serial#: (B)(6). 2 pk, schanz pin, 4mm x 130mm (cat#: 201-78-98 / serial#: (B)(6). Threaded pin size 2.3 collared 2pk (cat#: 521-78-23 / serial#: (B)(6). Threaded pin size 3.0 collarless 2pk (cat#: 521-78-32 / serial#: (B)(6). Threaded pin size 3.0 collarless 2pk (cat#: 521-78-32 / serial#: (B)(6). Threaded pin size 5.1 collarless 2pk (cat#: 521-78-36 / serial#: (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.